Event description:
It was reported that at the post-implant follow-up, an x-ray was taken which showed the right ventricular (rv) lead to be stretched and in elongated position. Subsequently the physician opted to perform a revision procedure. During the procedure, the rv lead impedance measurements rose to greater than 3000 ohms and there was undersensing with low amplitudes despite multiple attempts to reposition the lead. The physician explanted the rv lead and a new lead was successfully implanted with good measurements and location. No additional adverse effects were reported. The lead is expected to be returned for analysis, however to date a patient consent form for return has not been received. The patient consent form was received. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that at the post-implant follow-up, an x-ray was taken which showed the right ventricular (rv) lead to be stretched and in elongated position. Subsequently the physician opted to perform a revision procedure. During the procedure, the rv lead impedance measurements rose to greater than 3000 ohms and there was undersensing with low amplitudes despite multiple attempts to reposition the lead. The physician explanted the rv lead and a new lead was successfully implanted with good measurements and location. No additional adverse effects were reported.the lead is expected to be returned for analysis, however to date a patient consent form for return has not been received.